Event description:
It was reported that when the external pulse generator (epg) was used as backup pacing for the patient, an atrial pacing failure was observed. Of note, the patient had an intrinsic pulse. The epg was sent to service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, the device was analyzed and no anomalies were found.